Event description:
During a review of information related to the clinical trial, we discovered that the patient experienced pericardial effusion post-procedure, that was resolved in 2006. No further information provided.

Manufacturer narrative:
Investigation is currently being conducted, a follow up report will be submitted upon completion. Related to MDR 2953184-2008-00067, 2953184-2008-00068. 2953184-2008-00069, 2953184-2008-00070.